Event description:
It was reported that the patient experienced difficulty removing the connector from the pump and required assistance, after which the connector was successfully removed using pliers. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and no alerts or alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the connector was initially unable to be removed, consistent with a device connection or detachment difficulty involving the connector component, and that the issue was resolved through guided mechanical assistance without device replacement. It was concluded, based on previously established findings for similar reports, that user technique and handling were the most probable contributors.